Manufacturer narrative:
Unit has not been returned for evaluation therefore, no determination could be made for the reported device failure. K-7676.

Event description:
Internal communication failure during shoulder case causing a 1.5hr delay. No other information is available for this incident.